Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via interdepartmental helpline solutions tracker of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading during the emergency room visit was 46 mg/dl. The customer stated that she was admitted to the hospital for giving herself too much insulin. The customer stated that he received a low level indicator and refilled the reservoir. The customer stated that when he tried to put the reservoir in the pump, it did not rewind, leading him to getting 60 units of insulin. The customer was treated with glucose.